Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g3, h2 and h10. Additional information received from the customer states the facility's precleaning process is to prepare 1,000 ml of water (or approved detergent solution). Wipe the insertion tube with a lint-free cloth or sponge. Attach the short washing tube used with the gf-uct180 scopes during precleaning (mh-974) to the elevator wire channel screw port and immerse the distal end of the scope in the water. Position the elevator in the ¿down¿ position and flush the elevator wire channel with 15 ml of water. Position the elevator in the ¿up¿ position and flush the elevator wire channel with 15 ml of water. Move the elevator up and down three times while still submerged in the water. Repeat flushing 15 ml of water through the elevator wire channel with the elevator in the ¿down¿ position. Repeat flushing 15 ml of water through the elevator wire channel with the elevator in the ¿up¿ position. Repeat moving the elevator up and down three times while submerged in the water. Aspirate water for 30 seconds and continue aspiration while moving the elevator up and down three times. Then remove the distal tip from the water and aspirate air for 10 seconds. Swap the blue button valve for the air/water (aw) cleaning adapter with the distal tip submersed, depress the aw cleaning adapter to flush water for 30 seconds. Release the aw cleaning adapter to flush air for 10 seconds and package the scope for transport. In addition, the customer reported that with regard to further reprocessing the cleaning and disinfectant solutions used with the endoscope are tergal detergent 800 by custom ultrasonics. The detergent concentration is monitored by an automated pre-measured system via manufacturer (custom ultrasonic sink). The endoscope channel is being brushed during manual cleaning. All cleaning brushes are one time use only olympus bw-412t & single use maj-1888. Pre-cleaning is being performed immediately after a procedure. The endoscope is being leak tested prior to manual cleaning with an olympus mu-1. The scope was not dropped and did not come in contact with a hard object. The facility uses a medivator advantage plus- serial number #(B)(6) aer. There have been no problems noted with the aer. The last preventative maintenance (pm) for the aer was (B)(6) 2021. The date of the last reprocessing in-service conducted by an olympus endoscopy support specialist was (B)(6), 2021. No changes of reprocessing personnel during the year 2020. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is being stored clean temperature controlled, specifically designed scope storage unit, hanging in vertical position.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation, olympus endoscopy support specialist (ess) visit, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the inner wall of the biopsy channel was scraped, the bending section rubber glue was worn out/ discolored/ had a pinhole/ was chipped and peeling. However, these defects alone are not considered severe enough to cause a potential adverse event. On 21dec2021 the olympus ess provided an ercp updated in-service for the reprocessing staff. The reprocessing staff was educated on pre-cleaning, leak testing and manual cleaning and the facility was given wallcharts for the ercp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Third party culture testing was refused therefore, the event could not be confirmed. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope cultured positive twice for an unspecified organism. There was no associated patient infection reported.

Manufacturer narrative:
The scope was returned to the service center and is pending evaluation. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.